Event description:
It was reported that during a right hemi colectomy procedure, the device jammed midway through the cut and produced malformed staples. A new cartridge was put in and device was fired on towel. It fired correctly. When went to fire on tissue it misfired again. A new device was used to complete the procedure. There was no patient consequence.